Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. During examination, the foreign material could not be identified. Based on the results of the investigation, the foreign material may not have been removed because reprocessing could not be done properly due to leakage from damage to the biopsy channel. Additionally, since the material adhered to an internal part of the scope and not the outer surface, it was not removed during reprocessing. It is likely that humidity invaded the light guide lens leading to corrosion occurred due to physical stress on the distal end, such as from hitting or dropping. Alternatively, the light guide lens glue may have peeled due to chemical stress from cleaning solutions used on the device. However, olympus could not identify a definitive root cause of the event the suggested event is detectable/preventable by handling the device in accordance with the following (instruction for use) IFU. IFU states that detection method in instructions evis exera duodenovideoscope olympus tjf type 145 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in instructions evis exera duodenovideoscope olympus tjf type 145 reprocessing manual chapter 3 cleaning, disinfection and sterilization. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited whitish foreign material inside the air/water tube, air/water cylinder and the light guide lens. There were no reports of patient involvement.